Manufacturer narrative:
E1 - phone number: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported scope was not taking photos during inspection for use involving a gastrointestinal videoscope. There was no patient injury reported.